Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s stimulation is not working as well as she would like it to be. She has not switched programs nor has she adjusted the stim amplitude. It was noted that the patient will call back to switch after she hasher dental surgery. Additional information was received. It was reported that the patient did not think it worked right. It was noted it would work, by the next day it won't work. The patient was leaking all the time from their bladder. It was noted the patient was not feeling stimulation and that the therapy was on. The patient was on program 1 at 3.7 volts. It was reported the patient has had medical procedures but nothing that was related to the device. No trauma or falls were reported to be related to the issue. The patient was advised to increase amplitude. The patient increased to 3.8 volts on program 1 and was feeling stimulation in the correct area (i.e., bicycle seat). The patient was advised to give it 2-3 days and if symptoms did not get better, to contact the manufacturer to assist with readjustment or their healthcare provider if the problem did not resolve. It was noted there was a gradual change in therapy/symptoms.